Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. In addition, a b30 error due to a faulty scope socket and corrosion inside the air pump tubing were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an e216 error was noted with the evis exera iii xenon light source during procedure a therapeutic endobronchial ultrasound. The patient's anesthesia was extended by thirty minutes and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, a b30 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.